Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The air gas module was replaced and returned for further investigation. The returned air gas module was installed in a ventilator and the machine passed the performed pre-use checks without any failure. No abnormal found during ventilation for five hours.our investigation has concluded that the reported problem is confirmed in the provided device logs that it failed at the customer site. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause cannot be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref: #(B)(4).